Event description:
Reported alleged the lancet needle that is a part of the softclix plus device system used in finger-stick blood glucose testing was sticking out of the device cap and would not retract. As a result, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is softclix plus lancet.